Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement and material separation were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to the operational context of the procedure. Factors that may contribute to stent dislodgement include, but are not limited to, crimping during manufacturing, incorrect sheath sizing, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, interaction with the anatomy, accessory devices and/or previously implanted stents. In addition, potential causes for detachment of device/break or material separation include, but are not limited to, damage during manufacturing, damage to the device during shipping/receiving, inadvertent mishandling during unpackaging, sheath/stylet removal or during preparation or use of the device. Due to the limited amount of information available, a conclusive cause for the reported difficulties cannot be determined; however, the noted material deformation (bent and stretched struts) likely occurred due to interaction with the moderately tortuous, 90% stenosed lesion during advancement of the sds. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous, eccentric, de novo left marginal coronary artery that was 90% stenosed. The 3.00x28mm xience alpine had a separation and the stent dislodged from the balloon. The method used to retrieve the separated device and dislodged stent were not provided. A new 3.0x28mm xience alpine stent was successfully deployed. There was no adverse patient sequela reported. No additional information was provided.